Event description:
It was reported that the pacemaker could not be interrogated. No magnet response was noted. The device was in backup vvi mode. No intervention was performed. No patient symptoms were reported.

Event description:
New information stated the patient presented in the clinic. Telemetry test was successfully performed. A device download was successfully performed to resolve device backup.